Event description:
It was reported that the patient was transferred to the hospital due to worsening heart failure. During device interrogation, an error message noting erroneous parameters was displayed. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.